Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa6351r01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was note returned.

Event description:
It was reported that the suture broke and 2 anchors came off in 2-days after placement. An additional procedure to repair and secure the stomach to the abdominal wall was performed with a funada-kit under local anesthesia. There was no reported patient injury. The doctor noted that the incision was small and it was difficult to peel dilator off, "so there may have been extra force applied in dilation process." No additional information was provided in regards to the patient's status and the outcome of the procedure.